Event description:
The customer reported that the system would not perform fluoroscopic x-ray. This event occurred during a procedure. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an on site investigation. The reported problem could not be duplicated. The service representative reloaded the software and the customer replaced the monoblock. The system was tested and operates as intended.